Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula kinked events on (B)(6) 2024. The event occurred within three or more hours of insertion. The infusion sets was in use for one to two days. The insertion site was abdomen, upper buttocks. The patient's blood glucose (bg) level rose dramatically, with the monitoring device simply displaying 'high' rather than a specific value. To manage this severe hyperglycemia, the patient resorted to administering a correction dose of insulin through correction bolus via pump.the patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.